Manufacturer narrative:
A trumpf medical service technician inspected the light system and found the product to be operating within specification. The trumpf medical qa/ra manager visited the site to further investigate the incident. Interviews with hospital staff revealed that light patterns from multiple lamp heads were overlapped. The user manual for the iled 7 lighting system states: "visible light generates heat in the operating area, due to physical effects. High irradiation densities are generated when the light fields of several light heads overlap. This can cause drying of tissue and, particularly after prolonged exposure, reduced perfusion and tissue damage. The light intensity must be reduced when perfusion is reduced or the tissue starts to dry out."

Event description:
It was reported that a patient experienced alleged tissue damage a day or two after a surgical procedure in which trumpf medical surgical lights were used. The patient received medical attention to treat the tissue damage; however, the user facility did not provide the details of the intervention.